Manufacturer narrative:
H.6. Investigation summary: the provided lot number could not be associated with any bd products. Since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd intima-ii¿ IV catheter system's needle sleeve "ruptured" during use and "the number of drops could not be controlled". The catheter was used to deliver "anti-infective drugs" to a patient with an "acute upper respiratory tract infection". The following information was provided by the initial reporter, translated from chinese to english: "the patient received anti-infective treatment for acute upper respiratory tract infection and intravenous infusion of anti-infective drugs. After successful puncture, the indwelling needle contractile sleeve ruptured and the number of drops could not be controlled.replace the indwelling needle and re-puncture."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ IV catheter system's needle sleeve "ruptured" during use and "the number of drops could not be controlled". The catheter was used to deliver "anti-infective drugs" to a patient with an "acute upper respiratory tract infection". The following information was provided by the initial reporter, translated from chinese to english: "the patient received anti-infective treatment for acute upper respiratory tract infection and intravenous infusion of anti-infective drugs. After successful puncture, the indwelling needle contractile sleeve ruptured and the number of drops could not be controlled. Replace the indwelling needle and re-puncture."